Event description:
Customer reported hospitalization due to low blood glucose. Customer was hospitalized seven days ago. The blood glucose level at the time of the event was 35 mg/dl. Physician informed the customer that the insulin pump had an issue. The current blood glucose reading is 383 mg/dl. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.